Event description:
Pt came in with kidney stone to have lithotripsy with laser component. Pt had 2 separate procedures where there were problems with fiber. In 2001, fiber broke during the procedure; second fiber was used with breakage. The fiber was in the ureterscope and did not touch the pt when it broke. Ten days later, the fiber was being set up when it was seen to be broken. There were no spares available. Both procedures were outpatient. Pt has an attorney alleging infection due to inability to remove the stone. The fiber from the first procedure was discarded. The fiber from the second procedure is available for review.